Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose while using the ilet with a g7 sensor, with the lowest value of 47 mg/dl and urgent low alerts, in the context of frequent pump pauses due to fear of trending low and physically demanding, sweaty activity; the user reported treating with oral glucose. Symptoms included hypoglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.